Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported yesterday they went to charge their recharger, but the recharger didn't acknowledge that the desktop charger was plugged in. Patient said the green light would turn on the ac power supply, but when they plugged into the recharger, the screen was blank and wouldn't charge. Patient mentioned that the plug used to be a tight, almost difficult, fit but now it was loose. Agent had patient check for damage to the plug and recharger port, patient said they didn't see any visible issues, and the plug didn't seem to be loose. Patient mentioned they saw a screen that had come up with some lines, but they were uncertain if it meant the recharger was taking a charge or if it needed to be charged. The issue was not resolved. An email was sent to the repair department to replace the desktop charger. Patient will call back if issue persists to go through transition to wireless recharger kit. Additional information received from the patient. Patient called in and stated the replacement dtc cord did not resolve the issue. Pt stated the insr is still unresponsive. Additional information received from the patient. Patient called back repeating information documented above and added that healthcare provider (hcp) will see them in 2 weeks. Patient added they can't wait for two weeks without the implant because they can feel the difference already without stim for 3 days.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 97754 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761 serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.